Event description:
It was reported by a customer complaint that, the patient was hospitalized due to hyperglycemia. Upon admission, his blood sugar was +500. The patient's mother believes that the glucose monitor is not giving accurate readings. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow up report detailing the results of the evaluation.